Event description:
It was reported that the device is leaking and all of these pumps were found this way during annual inspection. None of them were in use at the time.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation does not indicate a problem with the manufacturer of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found unit has chips missing from cover and a couple on the body. The display label had a dent, reflux plug missing and a line cord discolored. The water tank cover is cracked on the bottom, rusty water tank corroded quick connect and pole clamp damaged. Functional testing found the unit was leaking water from bottom of the water tank. The root cause of the issue was unable to be determined. The water tank cover, quick connect fitting, dual thermostat, line cord, pole clamp, and the reflux plug were all replaced. A pm was performed.